Event description:
The caller reported an issue with incorrect time settings on the device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised them to monitor the device for any recurring discrepancies greater than five minutes. The caller understood and acknowledged the instructions.